Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt's death was either due top a seizure or pt died in their sleep. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.